Event description:
Reporter alleged obtaining a discrepant blood glucose result of 470 mg/dl on a patient using the inform system compared back to back with a result of 98 mg/dl on the lab system when testing was performed within 10 minutes. Reporter indicated that the patient was given a partial dose of 100 ccs of regular insulin. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.